Event description:
It was reported that the patient was seen on (B)(6) 2013 for a refill and the actual residual volume was 2 milliliters short. Reportedly the pump had ¿overdelivered.¿ this device system delivered baclofen and dilaudid. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was further reported that the patient¿s pump was refilled and reprogrammed on (B)(6). The patient¿s compounded baclofen was de creased by 10% at that time. In addition, no discrepancy was also reported and no further information was provided.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).